Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported by the patients legal counsel that the patient suffered unknown medical condition post oxford partial knee arthroplasty. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
(B)(4). Concomitant medical products: medical product: oxf twin-peg cmntdfem md PMA, catalog #: 161469, lot #: 034750; medical product: oxf uni tib tray sz d rm PMA, catalog #: 154725, lot #: 077100; medical product: oxf anat brg rt md size 3 PMA, catalog #: 159575, lot #: 380260. Associated products: medical product: 1/8 quick rel drl sterile 2pk, catalog #: 32-486265, lot #: 772500; medical product: oxf sawblade stryker cmntd 3pk, catalog #: 506298, lot #: 962269. Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2019-00678, 3002806535-2019-00679. The investigation is in process. Once the investigation is complete, a follow-up MDR will be submitted.

Event description:
It was reported by the patients legal counsel that the patient suffered unknown medical condition post oxford partial knee arthroplasty. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.